Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak and connection issue were reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis (pd) therapy. During trouble shooting it was reported that the supply bag ¿had a leak and trouble with the connection¿ that led to this alarm. Renal therapy services (rts) assisted and reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.